Event description:
It was reported that while using thebd® luer slip tip syringe sterile there were volume accuracy issues. The following was received by the initial reporter: customer called in to report that when administering medication to patient they are noticing that there is still medication left in the barrel afterwards. Issue was noticed last week sometime.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that while using thebd® luer slip tip syringe sterile there were volume accuracy issues. The following was received by the initial reporter: customer called in to report that when administering medication to patient they are noticing that there is still medication left in the barrel afterwards. Issue was noticed last week sometime.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.